Event description:
Physician reported the pt developed a pyrogenic granuloma in the inferior punctum of the lower lid. The plug was explanted and the pt was treated with lotemax every 2 hours for 3 days then 4 times a day for 3 weeks.

Manufacturer narrative:
The pt's granuloma has been resolved with treatment.